Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Manufacturer report number 1627487-2020-01743. It was reported that patient experienced ineffective stimulation due to invalid impedance issue. The device system was explanted, and a new device system was implanted. Therapy was restored post procedure. Patient was stable.